Event description:
The customer observed falsely depressed carbon dioxide (co2) on the architect c4000 processing module for multiple patients. The customer reported that quality control (qc) was performing out of range, high and low. There following results were provided: (B)(6)2024, sid (B)(6), initial co2 result= 15 mmol/l; repeat co2 result= 25 mmol/l. (B)(6)2024, sid (B)(6), initial co2 results 10 mmol/l, 9 mmol/l; repeat co2 result 23 mmol/l. (B)(6)2024, sid (B)(6), initial co2 results 7 mmol/l, 7 mmol/l; repeat co2 result 22 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) performed multiple trouble shooting procedures, including part replacement. The fsr replaced the filter, water bath (rohs) and large o-ring, water filter (rohs), which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint tickets on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends for the filter, water bath (rohs) (7-10006378-01) or the large o-ring, water filter (rohs). A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 for serial (B)(6) or the filter, water bath (rohs) and large o-ring, water filter (rohs) was identified.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6), an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed carbon dioxide (co2) on the architect c4000 processing module for multiple patients. The customer reported that quality control (qc) was performing out of range, high and low. There following results were provided: (B)(6) 2024, sid (B)(6), initial co2 result= 15 mmol/l; repeat co2 result= 25 mmol/l (B)(6) 2024, sid (B)(6), initial co2 results 10 mmol/l, 9 mmol/l; repeat co2 result 23 mmol/l (B)(6) 2024, sid (B)(6), initial co2 results 7 mmol/l, 7 mmol/l; repeat co2 result 22 mmol/l there was no impact to patient management reported.